Event description:
Pt had successful implant of a bifurcated device and an infrarenal proximal cuff in 2006. F/u images appeared to reveal a proximal type I endoleak, however, in late 2008, the pt was brought back to treat the endoleak. Pre-op images confirmed that it was a type ii endoleak from a large lumbar vessel. The physician decided to use a palmaz stent instead. The pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. No device failure. F/u images confirmed a type ii endoleak from the pt's large lumbar vessel.